Event description:
It was reported that the patient presented in clinic with non-sustained ventricular oversensing observed on the v sense amp channel of the implantable cardioverter and noise oversensing on the right ventricular lead; it was noted that t-wave oversensing was not the cause of nsrvo episodes. Programming modifications were performed. No further information was reported.